Event description:
See intial report.

Manufacturer narrative:
The device has not been sent to manufacturer and is on hold in japan. Based on similar issue reported from other customers, the most likely root cause of the event are the following: (I) leak from cooling coil of the compressor; (ii) defective distribution board or (iii) corroded mixing block. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that, immediately after the inspection during a procedure, the temperature was not lowered by temperature control in the 3t heater cooler. There is not report of any patient injury.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. A replacement device was provided to the customer. As per follow up with the customer, no error message was displayed. The unit has been investigated and the issue could be reproduced in both patient circuits and also in cardioplegia circuit. Unit will be repaired at livanova. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: cooling system was not working properly. Therefore, the heater cooler was not able to cool. In order to solve the issue, the complete cooling circuit should be reassembled. Due to the reassembling, the motors and the valve block will have to be replaced. Pressure test, evacuation, refill, test run, cleaning will have to be performed. However, this repair is not recommended from an economic perspective. Based on the technical inspection, the most likely root cause of the event is a leak from cooling coil of the compressor due to wear (corrosion) occurred overtime.